Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a capture and sensing anomaly. Also reported was "48 hr implant. Possible insulation fracture."~~~~~~~~